Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced however is considered confirmed as it was found during service evaluation. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded (high readings). The downstream pressure plate gap was also found out of specification. The device was calibrated to correct this condition. Additional information: (B)(4).

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device experienced constant downstream occlusions. There was no patient involvement.